Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. Information unavailable. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, misformed clips, no further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.